Event description:
It was reported that the patient presented to the hospital after receiving inappropriate hv therapy due to pvcs misdiagnosed as ventricular fibrillation. Device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.